Manufacturer narrative:
Insulin pump was received with stripped battery cap coin slot. Unit was received with detached end cap. Unable to perform functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test due to detach end cap. Insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked case at the reservoir tube window corners, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they were unable to remove the battery cap on their insulin pump. The customer had issues with the insulin pump's battery longevity. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.